Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and decreased performance. A review of the test data indicated impedance issues. Programming adjustments were made, and external equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled

Manufacturer narrative:
Additional information section: d.6b. Advanced bionics considers the investigation into this reportable event as closed. The revision surgery has been postponed indefinitely. The recipient is currently wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.